Event description:
The customer states that the axsym processing lid has fallen and hit customer in the head multiple times. The issue first occurred in 2001 after the new axsym cover lift mechanisms were replaced, but the customer did not report the issue until 11/2001. The customer states that customer's head hurts and the sight where the lid has hit. The customer states that customer has not sought medical attention and feels fine.